Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 2.1 failed and unable to be recovered. A field service engineer found that the smart half-height drawer 2.1 on the auxiliary cabinet had failed and noted that the user was able to open the drawer, but it did not recover. The engineer performed reboot and power cycle of the station, opened the back panel door, and tested the resistance of both the top and bottom drawer controller boards, which indicated normal operation. The engineer then replaced the pyxibus module controller board as a precautionary measure, reconnected all cables, rebooted the station, updated the device firmware, ran the test application and confirmed that the user was able to recover the failed half-height drawer 2.1 on the auxiliary cabinet, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.